Event description:
Started experiencing sharp, stabbing, burning pains at the site of the spinal cord stimulator (scs) battery shortly after charging. The pain felt as if it was underneath where the battery has contact with the inside of my body and the battery felt hot. I continued with my nighttime activities but by morning, the pain had worsened and later that afternoon, I went to the ER.